Event description:
Subsequent to the initial medwatch report, additional information was received indicating the access site was the femoral artery. The procedure was an interventional carotid angioplasty with stenting. The knot was on the skin with the sutures of the device. The reported minimal bleeding was oozing and was not pulsatile. It is standard hospital policy to apply manual compression (adjunctive compression) for tissue tract oozing. Compression was held for approximately 5 minutes.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the node appeared externally to the puncture with the wires. A second perclose proglide device was "successfully used," with a minimal amount of bleeding occurring, manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device not returning for evaluation. It was initially reported that the device would be returned for analysis; however, the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.